Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the presumed cause is reasonably inferred from available information indicating stress-related factors. The most probable cause of the failures is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During an inspection of the uretero-reno fiberscope, the a-rubber bending section came off was found. There was no patient involvement.